Event description:
It was reported that the patient was expected to have a revision of the inflatable penile prosthesis, but the surgery has not been planned yet. The patient experienced device issues beginning (B)(6) 2021 as the device stopped working due to an empty reservoir.